Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported issues with the insulin pump and it does not turn on at all. Patient stated that the insulin pump got wet they thought that the insulin pump was waterproof which was probably had a crack patient noticed that the insulin pump does not turn on they placed a brand new battery but still does not turn on at all. No harm requiring medical intervention was reported. The device will be returned for analysis.